Manufacturer narrative:
Carefusion was able to verify the customer's reported issue. Inspection of the unit revealed overheating and damages caused by excessive electrical current involving the power path selection circuitry of the hybrid board. As a result, multiple components across the hybrid board were burnt. Carefusion installed a known good hybrid board and docked the unit onto a known good ptdc with a known good lung and a known good circuit connected. The unit powered on and boot up with no abnormalities. The unit also passed 93.7 hours of extended bench testing, an initial final test, and an initial alarm volume test with no issues. The hybrid board was replaced to address the reported issue.

Manufacturer narrative:
(B)(4). At this time carefusion has not received the suspect device. Once the device becomes available a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit started smoking when it was hooked up to the docking station during a demonstration. There was no patient involvement.